Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: MDR report number 1314492-2022-05166 was submitted in error. This was a record created for testing purposes and is not an actual allegation against a baxter spectrum pump, and therefore no actual malfunction of any kind.